Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of broken haptic; however, the photo attached to the parent file was reviewed by the manufacturing site. Photo shows two broken haptics which confirms the reported issue. How and when the haptics were broken could not be confirmed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(6). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had broken haptics. The iol was explanted during initial procedure. First the clinic had suspected that it might be company injector and have ordered new ones but thought it could also be the cartridge or a combination of them. There was no patient harm. The procedure was completed with unspecified lens. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).